Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03115 pertains to the other device. It was reported to boston scientific corporation that following implantation of a pinnacle posterior pelvic floor repair kit, the patient experienced complications and severe, permanent physical injuries. The date of onset and exact nature of these issues are unknown. All other information, including the patient's current condition, is unknown and unavailable.